Event description:
It was reported that the x-ray on lamp on the 9800 system was dim. Also the skin spacer was missing. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lamp and skin spacer was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.